Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated that starting from where the sensor was located on the right lower abdomen, the reaction consisted of large raised bumps that spread around her abdomen and her side to her right lower back. The reaction was centered around the sensor, almost outlining it. The sensor was removed on (B)(6) 2018 due to the skin reaction. Patient treated the reaction with over-the-counter hydrocortisone cream and antibiotic cream. On (B)(6) 2018 the patient saw a doctor for treatment of the skin reaction. The doctor directed the patient to continue to use the over-the-counter hydrocortisone and antibiotic creams that she was already using. At the time of contact, it was indicated that the reaction was improving. No additional event or patient information is available.